Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro2 extension cable would not stay connected to the hp2 device during a procedure. The harvester had to hold the cable in place to keep it connected to complete the procedure. The cable has been removed from use. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).